Event description:
Customer alleges discrepant results with meter compared to the lab for patient #1. Results as follows:ab: date: (B)(6) 2011, inratio: 2.7, lab: 1.89. Time between testing: half hour to an hour. Patient's therapeutic range is: 2.0-3.0.

Manufacturer narrative:
Investigation pending.